Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During deployment of the contralateral leg (plc181200j), unintentional partial coverage of the right internal iliac artery was observed. An angiography revealed decreased blood flow in the right internal iliac artery. A balloon was inserted and inflated within the right common iliac artery in an attempt to push up the distal end of the contralateral leg. Although blood flow was slightly improved, it was still decreased. No further intervention was performed, and the patient tolerated the procedure. The physician¿s comment: ¿I guess the distal end of the contralateral leg could move up slightly during deployment, but it didn¿t. I should have deployed it more proximally.¿